Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient visited an emergency room on (B)(6) 2016 with hyperglycemia. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of extreme thirst, nausea, and moderate ketones. While in the emergency room, the patient received insulin via injection and intravenous fluids. The patient had remained on the pump at the time of contact. The reporter reviewed the pump with a customer technical support representative. The reporter indicated that the pump had been programmed to not deliver basal insulin for a four hour period. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with use error of the pump.